Manufacturer narrative:
Philips service replaced the nicol v2 vasc fd collimator and returned the system to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the frontal collimator was defective, and the x-shutter failed with no encoder count on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.